Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017 that the patient reported to the emergency room with gastrointestinal bleeding for about 1 week. The patient confirmed frequent aspirin usage for headaches prior to the bleeding episode. The patient was admitted. An upper and lower gi did not reveal an obvious area of concern. The patient was transfused with 1 unit of blood for low hg. The patient's inr was lowered to 1.5-2.2. The lactate dehydrogenase (ldh) had been "up and down", baseline in the 200 u/l range and maximum in the 700 u/l range. No additional information was provided.

Event description:
Additional information: it was reported that the vad coordinator reported that the patient expired on (B)(6) 2018. The outcome was not device related. The pump was not explanted for evaluation.

Manufacturer narrative:
Describe event or problem: additional information: a direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. It was reported that the patient expired on (B)(6) 2018, the outcome not device related. The pump was not explanted for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.